Event description:
Medtronic vortex implant tray was autoclaved at 1826 for a 0700 case the next day. Cycle settings were 4 minutes sterilize, 30 minutes dry with a 30 minute wait before removing from autoclave. Contents were removed from medtronic tray in which they came and autoclaved in a genesis vented tray which does not have to be wrapped. Prior to the start of case, clinical staff noticed water in the bottom of tray in which tray was returned for reprocessing. Tray was autoclaved for a second time, in which water was found in the bottom of tray again. Tray sent back for reprocessing for a third time. It should be noted, other trays in autoclave with both previous loads were not compromised with residual condensation like medtronic instruments in genesis vented tray. It was decided to break trays up for the third load and autoclave parts of tray wrapped separately. Instruments and implants completed autoclave cycle after 3rd attempt and when wrapped separately.